Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir had lot of air bubbles and customer cannot get it out. Customer's blood glucose was unknown at time of incident. Customer states that nothing looks like it is moving. Reservoir will not be return for analysis.